Event description:
Rptr states having arthritic like symptoms for 2 wks, joint pains/aches in feet, legs, arms, sternal area, shoulders, back in thoracic area. Symptoms worsening and now with intolerable body pain. Over last 5 days chest area felt as if scalded. Can't touch breast area. Has low grade fever, went to ER last night. Scheduled for ultrasound tomorrow. Implants both breasts.